Event description:
Open repair of multiple recurrent ventral hernia with ultrapro mesh. Large ventral hernia repaired with 30x30 and 15x15 cm pieces of ultrapro mesh. Within 50 days of surgery, visited dr because I lost the ability to sit or stand for a full 8 hour day since the surgery. Dr said he would expect that after just six weeks, and I should return to normal. After 2 years, it has steadily gotten worse. I never have been able to go back to work full time. Symptoms include swelling, bloating, gas, extreme fatigue and discomfort in sitting and standing. Cannot sit up more than 8 hours two days in a row. Must be confined to lying down for two days to recover.